Manufacturer narrative:
(B)(4). Batch # p92a7u. The analysis results found that the eph02 device was returned inside its package; the package was returned with the blister cracked. Upon visual inspection, it was observed that the blister from the package was damaged; the blister was found to be broken at one of the corners. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The condition of the package is indicative of handling and storage issues which occurred outside of ees control. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device was received with the packaging blister cracked; compromising the sterility. No patient involvement.